Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise, oversensing and pacing inhibition. The patient was seen in clinic for device testing. Pocket manipulation was performed and no noise was able to be recreated. The system will continue to be monitored. There were no adverse patient effects reported.